Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and found leak rate was within limits 4mmhg / 5min. The fse replaced the helium cylinder and checked over an hour for leaks with new cylinder fitted. No fault found. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, e1 (reporter and email), e2, e3, g2, g3, g6, h2, h10, h11.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak.

Manufacturer narrative:
Additional information - e1(event site postal code - (B)(6)).

Event description:
N/a.